Event description:
It was reported that, occasionally, p-waves were falling within the device post-ventricular atrial refractory period, causing the device to fail in tracking the heart rhythm, which consequently caused sudden dramatic rate drops to the lower rate limit. It was noted that the patient was symptomatic during cardiac rehabilitation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.